Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant two shocks from the implantable cardioverter defibrillator (ICD) didn't reduce the ventricular fibrillation (vf) of the patient and the physician used external defibrillation to bring the patient back into sinus rhythm. The device remains in use. No patient complications have been reported as a result of this event.